Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: what part of the packaging had a hole in it? Was the sterility compromised due to the hole? The white back looked like it had a small hole and the sterility was compromised.

Event description:
It was reported that during an unknown procedure, it looked like there was a small hole in the packaging. Case completed with another device of the same product code. There were no patient consequences reported. Device was disposed of.